Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 27mmol/l, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed pump use after replacement, and was treated by a non-healthcare provider with insulin via pump. During troubleshooting with customer technical support, it was revealed the basal history matched the active basal program settings. The basal total daily dose did not match the basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: during investigation, a review of the basal total daily dose (tdd) indicated the pump was delivering the programmed basal rate . The tdd does match the set basal program and the pump passed all required testing for delivery accuracy. The allegation of a history/settings issue was not duplicated or confirmed during investigation. There was no defect found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.